Event description:
It was reported that during a atherosclerotic occlusive - percutaneous transluminal angioplasty treatment procedure, a balloon rupture occurred. Vascular access was obtained via the femoral artery. The 100% stenosed chronic total occlusion lesion was located in the severely calcified and moderately tortuous left superficial femoral artery. This 1.5mm x 20mm x 143cm coyote es mr balloon was first dilated to 6atm. Upon the second inflation, the physician dilated the lesion to 10atm and the balloon ruptured. The device was removed from the patient intact. The procedure was continued with another coyote balloon catheter. No patient complications were reported and the patient's status is good.

Event description:
It was reported that during a atherosclerotic occlusive - percutaneous transluminal angioplasty treatment procedure, a balloon rupture occurred. Vascular access was obtained via the femoral artery. The 100% stenosed chronic total occlusion lesion was located in the severely calcified and moderately tortuous left superficial femoral artery. This 1.5mm x 20mm x 143cm coyote es mr balloon was first dilated to 6atm. Upon the second inflation, the physician dilated the lesion to 10atm and the balloon ruptured. The device was removed from the patient intact. The procedure was continued with another coyote balloon catheter. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
Device lot number corrected from 14555139 to 14590489. Device expiration date corrected from 02aug2014 to 15aug2014. Device manufactured date corrected from 04aug2011 to 17aug2011. Device evaluated by manufacturer: the balloon was deflated and there was no damage done to the catheter. A .014" guide wire was inserted into the tip and advanced through the lumen. The device was inflated to rated burst pressure (rbp) with an inflation device filled with water and there were no issues encountered during inflation. The device maintained rbp for five (5) minutes with no indication of any leaks or other irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is not confirmed based on the analysis of the returned device. (B)(4).

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).